Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00620205022, shell porous with cluster holes 50 mm, lot # 63983847, item # 00625006540, bone scr 6.5x40 self-tap, lot # 64035967.

Event description:
It was reported that the liner would not seat. The surgeon implanted cup with one screw. Liner was unable to be impacted. Screw was fully seated. No tissue obstruction. An additional liner, same item and lot, was used to complete the surgery. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection identified witness marks on the polar boss indicating off-axis impaction. Damage on the spherical radius near the lock ring groove was noted. No other anomalies were identified. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.